Event description:
It was reported that, "part of the trial broke had no effects to the pt. Trial still worked and real implant went in perfect."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.